Manufacturer narrative:
Pending.

Event description:
It was reported the electric shock pad is broken. No patient involvement reported.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to broken pads. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pads. The pads were replaced to resolve the reported issue and the device passed all performance assurance testing. No further evaluation is required at this time.